Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceeded alarm, occurred at the start of a routine hemodialysis treatment. Arterial and venous air alarms occurred while resetting the arterial pressure pod. Air was visible in both the arterial and venous lines. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to air in the extracorporeal blood circuit. Air was visible in the lines, indicating the cycler alarmed appropriately to the presence of air. The user's guide provides adequate instructions for resetting the app and troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No additional information will be provided.